Event description:
At about 2:30 am, the pt fell while attempting to get up off of their bedside commode. Three family members lifted pt to the bed, which was labor intensive. Later during the morning paramedics were called because the pt could not put weight on right hip. Upon arrival at the hospital, they put weight on right hip. Upon arrival at the hospital, the pt was x-rayed and leg measurements were taken. The x-rays revealed that the artificial implant had dislocated. The hospital's emergency staff administered the medical procedures necessary to get the hip back into place. At about 6:00 pm, the pt was released. They were wheeled to the car by the hospital nurse. The pt attempted to get up out of the wheelchair and the hip dislocated again. The procedure was repeated, including taking x-rays. The pt was admitted to the hospital, and was released the next day. Two days later, the pt was taken to the physician who performed the hip replacement surgery 1 week later. He also took x-rays and ordered the "abduction" hip brace. The doctor alluded that the pt would have to wear the device for the rest of their life. He ordered therapy to strengthen the hip muscles and he also instructed the pt as to how they would have to sit, stand, lay, etc. The pt was given a pillow to sit on in the car. The pt was brought back home, they got out of the car, but could not take a step. The hip had dislocated a third time. Paramedics were called, and the pt was kept in the hospital over night.